Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis did not replicate or confirm the customer reported complaint. The instrument was unable to be tested for fire failures due to the fact that it was returned damaged. The instrument was found to have the lower chassis warped which suggests that the instrument was autoclaved. The instrument was found to have the wrist cover missing and not returned with the instrument. Review of the dsp log found no firing failures.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the robot screen said misfire, but stapler never fired once. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was an appendectomy with a right hemicolectomy. The stapler was inserted into the patient however that is when they received a misfire message. Customer confirmed that the stapler was not fired at all nor was it clamped on any tissue. They removed the stapler and used a spare stapler to complete the case. No fragment fell into the patient.